Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection vancomycin 2g first dose once stat then every fourth day (route and duration not reported), ceftazidime 1g once a day for fourteen days (route not reported), and intraperitoneal heparin every exchange (dose and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient¿s fluid was clear and had recovered from the peritonitis event. No additional information is available.